Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd/us probe unit. In addition, we confirmed that the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the remote control buttons cracked, the balloon feeder socket deformed, the remote control buttons leak, the us connector body loosened, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0626" and/or the risk analysis results, it was evaluated to submit MDR.